Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found the stent kinked and proximal stent struts lifted. The undamaged stent outer diameter was measured and the result was 0.0385 inch this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break with the manifold broken off from the shaft. The hub was not returned. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device.

Event description:
Reportable based on device analysis completed on 16feb2023. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the device failed to be delivered in the lesion. The procedure was completed and no patient complications were reported. However, device analysis revealed hypotube break.